Event description:
The customer reported that the cannula was inserted on (B) (6) 2010 and a non-routine replacement of the tube was performed on an unspecified date due to a break of the pilot balloon.